Event description:
It was reported to resmed that an astral device displayed a total power failure alarm. There was no harm or serious injury as a result of the event.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs and performance testing did not confirm the reported complaint. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: pr (B)(4).

Event description:
It was reported to resmed that an astral device displayed a total power failure alarm. There was no harm or serious injury as a result of the event.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Evaluation confirmed the reported complaint. The battery pack was replaced to address the issue. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed reference#: (B)(4).